Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she received a no delivery alarm on her insulin pump, which was resolved by a complete change. The alarm occurred during manual priming. Customer was unable to troubleshoot at the time, therefore a reservoir occlusion could not be ruled out. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.